Event description:
The device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the identified photos: red particles in the shell, crease fold, yellow biological tissue, and labeled as right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "symptoms of alcl, recall".

Event description:
Patient reported right side ¿having symptoms of alcl and found out about the recall the other day.¿ additionally reported, "a rash under their arm pit that comes and goes, has had swollen lymph nodes." Patient has had an MRI that didn't detect anything. The device remains implanted.